Event description:
It was reported by the rep that the device was used during a low anterior resection. It was reported the cdh did not fire to form a complete anastomosis. It did not cut the long suture from the purse string. The device was turned and rotated. The anastomosis was incomplete. The cse was finished with another ax55b and cdh33. There was no consequence to the pt.